Event description:
It was reported that one day post implant, the patient experienced diaphragmatic stimulation. It was noted that the right atrial lead dislodged. The lead was successfully repositioned. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.